Manufacturer narrative:
Device evaluated by MFR: promus premier select ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 20 x 3.50 promus premier select drug-eluting was advanced however, the stent could not be tracked. Furthermore, stent got damaged during the process. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in calcified right coronary artery. A 20 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, it failed to track down lesion and the stent was damaged. The procedure was completed with a different device. There were no patient complications reported.